Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's reported blood glucose (bg) level was 700-750 mg/dl with a moderate ketone level identified as dangerous by healthcare provider. Customer attempted to address elevated bg via manual insulin injection. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) on (B)(6) 2023. Customer was treated intravenously with saline and insulin, and was released a day later, (B)(6) 2023 with the issue resolved and no permanent damage. Customer loaded a new cartridge and resumed insulin delivery.